Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: review of the black box data and pump alarm history did not reveal any evidence of the alleged cs054/cs052 alarms. There was, however, record of a call service 064 alarm dated 09 jun 2017. A battery cap was not returned with the pump for investigation. A test cap fit on the pump properly and was used to complete the investigation. On investigation, the pump powered on and successfully performed ez-prime steps. During the investigational 24-hour exercising of the pump, the pump emitted a call service 064 alarm. The remainder of the investigation was not able to be completed due to this call service alarm. Investigation of the alleged cs054/cs052 alarms was not able to be fully completed due to the occurrence of a call service 064 alarm (occlusion).